Event description:
It was reported that during an unknown procedure the device fired properly until the 8th firing and the clips fired crooked. The legs of the clips did not match up, thereby not forming a secure clip. A similar device was pulled to finish case. There was no patient consequence.